Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/lower pelvic pain/ right side pain') and menorrhagia ('heavy menstrual periods') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infertility, abortion, parity 1, dyspareunia, depression, arthritis, fibromyalgia, insomnia, blood pressure high, diabetes, vaginal bleeding, shortness of breath, chest pain, palpitation, constipation, joint pain, joint swelling, numbness, dizziness, tingling and fibromyalgia. Previously administered products included for an unreported indication: oral contraception. Concurrent conditions included toothache, tooth cavity, cramp in lower abdomen, cyst breast, uterine fibroids, pap smear abnormal, ovarian cyst, follicular cyst of ovary, left lower quadrant pain, kidney pain, menstrual cramps, dysuria, frequency urinary, post coital bleeding, breast pain, diffuse cystic mastopathy, menses irregular, genital bleeding, premenopausal symptoms and migraine. Concomitant products included duloxetine hydrochloride (cymbalta), hydromorphone, insulin, lidocaine and trazodone hydrochloride (trazadol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced skin rash ("rashes or skin conditions: on legs and shoulders."). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced rash generalised ("rashes on body"). On an unknown date, the patient experienced headache ("headaches"), abdominal pain ("abdominal pain") and back pain ("lower back"). The patient was treated with analgesics and surgery (ablation and essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, headache, dyspareunia, vaginal haemorrhage, skin rash, tooth disorder, dysmenorrhoea, alopecia, abdominal pain, back pain and rash generalised outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, skin rash, tooth disorder, vaginal haemorrhage and rash generalised to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2013 and (B)(6) 2013. Coils protruding into uterine cavity on right side-4 coils protruding into uterine cavity on left side-0 (slow to release on l). Current weight 187 lbs. Patient is planning for essure removal due to too many complications. Received treatment for rash on body: cream. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; in (B)(6) 2013: results: confirmed that the essure coils properly placed.. Pathology test - on (B)(6) 2020: uterus, cervix, and bilateral fallopian tubes: benign cervix with nabothian cysts. Benign endometrium with scar, suggestive of prior ablation procedure. Benign fallopian tubes containing essure coils; fallopian tubes and coils intact. Negative for malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache and dyspareunia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual periods') and pelvic pain ('pelvic pain/lower pelvic pain/ right side pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infertility, abortion, parity 1, dyspareunia, depression, arthritis, fibromyalgia, insomnia, blood pressure high and diabetes. Previously administered products included for an unreported indication: oral contraception. Concurrent conditions included toothache, tooth cavity, cramp in lower abdomen, cyst breast, uterine fibroids, pap smear abnormal, ovarian cyst, follicular cyst of ovary, left lower quadrant pain, kidney pain, menstrual cramps, dysuria, frequency urinary, post coital bleeding, breast pain, diffuse cystic mastopathy, menses irregular, genital bleeding, premenopausal symptoms and migraine. Concomitant products included duloxetine hydrochloride (cymbalta), hydromorphone, insulin, lidocaine and trazodone hydrochloride (trazadol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced skin rash ("rashes or skin conditions: on legs and shoulders."). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In march 2014, the patient experienced rash generalised ("rashes on body"). On an unknown date, the patient experienced headache ("headaches"), abdominal pain ("abdominal pain") and back pain ("lower back"). The patient was treated with analgesics and surgery (ablation and essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, pelvic pain, headache, dyspareunia, vaginal haemorrhage, skin rash, tooth disorder, dysmenorrhoea, alopecia, abdominal pain, back pain and rash generalised outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, skin rash, tooth disorder, vaginal haemorrhage and rash generalised to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2013 and (B)(6) 2013. Coils protruding into uterine cavity on right side-4 coils protruding into uterine cavity on left side-0 (slow to release on l). Current weight 187 lbs. Patient is planning for essure removal due to too many complications. Received treatment for rash on body: cream. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; in (B)(6) 2013: results: confirmed that the essure coils properly placed.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual periods') and pelvic pain ('pelvic pain/lower pelvic pain/ right side pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infertility, abortion, parity 1, dyspareunia, depression, arthritis, fibromyalgia, insomnia, blood pressure high and diabetes. Previously administered products included for an unreported indication: oral contraception. Concurrent conditions included toothache, tooth cavity, cramp in lower abdomen, cyst breast, uterine fibroids, pap smear abnormal, ovarian cyst, follicular cyst of ovary, left lower quadrant pain, kidney pain, menstrual cramps, dysuria, frequency urinary, post coital bleeding, breast pain, diffuse cystic mastopathy, menses irregular, genital bleeding, premenopausal symptoms and migraine. Concomitant products included duloxetine hydrochloride (cymbalta), hydromorphone, insulin, lidocaine and trazodone hydrochloride (trazadol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions: on legs and shoulders."). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced rash generalised ("rashes on body"). On an unknown date, the patient experienced headache ("headaches"), abdominal pain ("abdominal pain") and back pain ("lower back"). The patient was treated with analgesics and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, headache, dyspareunia, vaginal haemorrhage, rash, tooth disorder, dysmenorrhoea, alopecia, abdominal pain, back pain and rash generalised outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, rash, rash generalised, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: coils protruding into uterine cavity on right side-4 coils protruding into uterine cavity on left side-0 (slow to release on l). Current weight 187 lbs. Patient is planning for essure removal due to too many complications. Received treatment for rash on body: cream. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; in (B)(6) 2013: results: confirmed that the essure coils properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache and dyspareunia. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Event : rash on body added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual periods") and pelvic pain ("pelvic pain/lower pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included infertility, abortion, parity 1 and dyspareunia. Previously administered products included for an unreported indication: oral contraception. Concurrent conditions included toothache, tooth cavity, cramp in lower abdomen, cyst breast, uterine fibroids, pap smear abnormal, ovarian cyst, follicular cyst of ovary, left lower quadrant pain, kidney pain, menstrual cramps, dysuria, frequency urinary, post coital bleeding, breast pain, diffuse cystic mastopathy, menses irregular, genital bleeding, premenopausal symptoms and migraine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and rash ("rashes or skin conditions"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced headache ("headaches"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain") and back pain ("lower back"). The patient was treated with analgesics and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, headache, dyspareunia, vaginal haemorrhage, rash, tooth disorder, dysmenorrhoea, alopecia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: coils protruding into uterine cavity on right side-4 coils protruding into uterine cavity on left side-0 (slow to release on l). Current weight (B)(6). Patient is planning for essure removal due to too many complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: confirmed that the essure coils properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache and dyspareunia. Most recent follow-up information incorporated above includes: on 23-aug-2018: pfs received - new event "abnormal bleeding (vaginal), rashes or skin conditions,dental problems, dysmenorrhea (cramping), pain, hair loss, abdominal pain, back pain " added. Concomitant conditions added. Event verbatim 'pelvic pain' was updated as "pelvic pain/lower pelvic pain". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.